Event description:
It was reported that the wireless propags would not stay connected to acuity lt. They would connect for one minute, then disconnect for five minutes, then repeat.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an installed centralized pt monitoring system with wireless connections to bedside multifunctional pt vital signs monitors. The ethernet hub switch, model mil-s800ius, by manufacturer milan technologies, failed. The ethernet switch is part of the network connection between the acuity central station hardware and the bedside monitors. When the switch component fails, connection between the acuity station and the bedside monitors connected to the switch is lost. The number of pts connected through the switch at the time of the failure is unknown. The connection would be lost and central station monitoring compromised until a replacement switch was installed for any pts connected to the system. Hospital staff would typically respond by monitoring pts at bedside. There was no pt harm reported associated with this failure. The system was installed in august, 2005. We contacted the switch manufacture, milan technologies, and we were informed by their tech support staff that RMA processing typically takes 2 months and they only verify the malfunction, they do not attempt to understand the cause. Since the manufacturer was not able to offer failure investigation to determine root cause so the cause of the component failure is indeterminate.